Event description:
New information received clarifies that the lead was capped due to high capture threshold, low r-waves and intermittent loss of capture. No further information is available.

Event description:
It was reported that the lead was capped and replaced due to capture anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.